Event description:
The customer reported the ventilator alarmed with pressure sensors failure and calibration errors. The customer reported the device was not in use on a patient and there was no patient harm. Per field service engineer (fse) could not duplicate the reported problem, but noted the errors in the diagnostic log. Review of the device diagnostic codes indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The field service engineer (fse) inspected the data acquisition to motor controller cable and reseated the data acquisition board. The field service engineer (fse) replaced the motor controller board. The unit passed all applicable testing.

Manufacturer narrative:
Manufacture date: 09/04/2014. Conclusion / root cause: the motor controller (mc) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).